Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 107 through the history log, but could not reproduce it. The input/output printed circuit board and upper auxiliary assembly were replaced as they are known contributors to the reported sys.

Event description:
It was reported that a spectrum pump alarmed sys error 107 while on a pt. It was also reported that there was no pt injury or med intervention.